Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Actual sample was returned. All components are in place and in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue. Root cause could not be determined.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/06/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name: unknown. Did the reservoir function well upon first activation? Unknown. How long after initial activation did the reservoir swell up? Unknown. Did the reservoir come across any sharp object? Unknown. Was any hole or slit noticed causing leakage? Unknown.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the reservoir was connected to a drain. On (B)(6) 2016, the reservoir swelled up regardless of the volume of waste fluid. Although the negative pressure was applied, the reservoir swelled up again soon. Another like reservoir was replaced and it worked properly. There was no adverse patient consequence reported.